Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unexpected device reboot could not be confirmed. Ventec downloaded the device's electronic records for analysis. The reporter had advised that the reported event occurred in july 2022, so ventec reviewed the data for the entire month of july but was unable to find any evidence that a reboot event had occurred. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The investigation for this event was completed after conducting a retrospective review of service records and is considered to be a late MDR.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed and then rebooted unexpectedly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to obtain additional information about the patient and the event, however, no response has been received.